Event description:
It was reported that a tsb35 was used during a unknown procedure. It was reported by the affiliate that during stapling and cutting, the staples were left in the body tissue haphazardly and no cut function occurred.